Manufacturer narrative:
(B)(4), does not market the lumex 9000 jumbo crutch tips as "universal" crutch tip replacements. The dealer states the lumex crutch tips were used on a competitor's crutches. The crutch leg dimensions, condition and age are unk. Complaint trending analysis was performed on the lumex 9000 crutch tips. This is the first reported incident of this nature. (B)(4).

Event description:
(B)(4) rep reported that their customer claims to have broken her leg while using lx9000 to have been walking on a sidewalk when the incident occurred and that it happened when the pavement changed from the sidewalk to the street. No medical substantiation was received. The brand name and specs for the crutches are unk.